Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes prior to damage) issue. The reporter indicated that all of the keypad buttons were not responding as usual and the keypad had since torn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/17/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual examination of the pump, the keypad cover was observed to be peeling at the ok button. During testing, the contrast keypad button was intermittently unresponsive, which has no effect on insulin delivery function; all other keypad buttons responded properly. The keypad cover was removed and contamination was found under the contrast key contact. Unrelated to the complaint, the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly.